Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that upon removal of applicator from sensor pod during insertion on the same day, the seal fell out of the sensor pod. Patient removed the sensor from his body altogether. Upon removal, the wire was not present on underside of sensor pod. The patient is concerned that the wire may have remained under his skin. There is no sign of the wire at the insertion site. At the time of the call to technical support, the patient reported that he is in fine condition.